Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was prescribed antibiotics (keflex 500 mg four times per day for 10 days). The patient describes the site as painful, leaking puss, leaking blood, warm to the touch, and developed a bump underneath the skin. The patient blood glucose levels reached >250 mg/dl. The patient was released same day. The pod was being worn when seeking medical attention.